Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) - impedance, low.

Event description:
It was reported that the right atrial lead insulation was damaged during open heart surgery and interrogation yielded low impedance and no sensing. The lead was capped and replaced on (B)(6) 2013.